Event description:
Information was received regarding a cadd solis hpca pump. It was reported that there was a volume inaccuracy. No further information was provided.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-solis hpca ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved delivery accuracy testing and showed the pump's average delivery error to be within the in-house specification of +/- 3%. Based on the investigation, the complaint allegation was not confirmed.